Event description:
The device was used during a low anterior resections procedure. Reportedly, the staples did not form porperly and the instrument broke. The surgeon applied another device to complete the procedure. The hospital has reported no patient injury occurred.